Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 56 mg/dl, 158 mg/dl, 171 mg/dl, 132 mg/dl, and 137 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter indicated that she was not experiencing any hypoglycemic symptoms during the time of testing. Reporter stated she did not take her insulin as normal because of the readings obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.